Manufacturer narrative:
No lab cultures were taken to confirm presence or type of infection. Source of the suspected infection is unable to be determined with the information available, however the length of time between implant and development of symptoms does not appear to indicate any issues with the nalu device or the implant procedure. The location of the implant on the patient's lower back may contribute to the poor healing. It is possible that clothing rubbed on the site and caused irritation, it is also possible that the patient was unable to perform good wound care due to the location and visibility of the site.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6)/2024 to treat lower back pain. The implantable pulse generator (ipg) was placed in the lower back area with the implanted leads targeting the cluneal nerve. On (B)(6)2024 the patient was noted to have one of the surgical incision sites showing signs of dehiscence and one of the implanted leads eroding through skin near the incision site. On (B)(6)2024 during a follow-up visit the incision site was suspected to be infected and the physician recommended removal. A full system explant was performed on (B)(6)2024 due to the failure to heal and suspected infection.